Event description:
Per the clinic, the patient has a neck abscess which possibly infected the abutment. The abutment was removed and the site treated (actions not reported). Approximately two years later, after the abutment was replaced, the patient was admitted into the hospital due to infection at the site of the abutment and was treated with IV antibiotics (type not reported). The abutment has been explanted.